Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis about two or three weeks ago with blood glucose of 500 mg/dl. Customer was alleging the pump of under delivering insulin because they could not see insulin go through. The customer was treated with over 12 u injection. The insulin pump will not be returned for analysis.